Manufacturer narrative:
Device passed the displacement. Device received unable to verify motor error alarm due to complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. No loose drive support cap anomaly noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir not stays in and motor error alarm. The customer's blood glucose value was 145 mg/dl. Customer states reservoir chamber was broken. Customer states reservoir lip ring was damaged. Customer declined troubleshooting for motor error. Customer states drive support cap was indented. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.